Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2015 with a bifurcated device and suprarenal aortic extension. Upon follow up, computed tomography (CT) from (B)(6) 2016 showed the suprarenal aortic extension had unintentional movement, causing a potential type 1a endoleak. On (B)(6) 2016, the physician implanted a suprarenal aortic extension to seal the endoleak. The patient is in stable condition.